Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad traces. All operating currents are within the specification, no unexpected low battery, off no power or battery out of limit alarms noted. The device had a minor scratched display window, cracked case at the display window corners, and a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 309 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.